Event description:
It was reported the deflectable videoscope was not recognized by the processor and gave an error message b30. The issue occurred during a preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of scope communication error (error b30) was not confirmed. Based on the results of the investigation, it is likely that the event occurred by short circuit at terminal of electronic circuit at master plug (m-plug) unit due to water invasion of master plug (m-plug) unit. However, a definitive root cause could not be determined. Instructions for use (operation manual) states on troubleshooting for abnormality during procedure as follows: chapter 5 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.